Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on 01/30/2016 around 8 pm with a high blood glucose level of 120 mg/dl. Customer was wearing the pump at the time of emergency room visit. The customer felt symptoms of dehydration and hyperglycemia. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had issues with their sensor. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a replacement sensor.